Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology and likely due to the pre-existing cleft and calcification. The reported worsening mitral regurgitation(mr)appears to be a secondary effect of the slda, and therefore due to patient/procedural conditions. It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, a follow up echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2017. One clip was implanted reducing mr to 2+. The patient is in stable condition. No additional information was provided.